Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the probe to be faulty with inadequate piercing. The fse replaced the probe resolving the issue.

Event description:
The customer reported erroneous high platelet test results were generated for one patient sample when using the coulter act diff 2 analyzer. Review of data provided by the customer identified an erroneous high white blood cell (wbc) count was also generated for the patient sample. The initial erroneous test results were not reported out of the laboratory. The patient sample was retested on another analyzer with lower platelet and wbc test results obtained. The customer reported the platelet count obtained from a manual slide review. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to patient treatment associated with this event.